Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing, intermittent occlusion alarms. To resolve the alarm, the customer would resumed insulin delivery; pump supplies would not be changed. Blood glucose was 240 mg/dl. As the occlusions occurred in the past, a cause could not be determined.